Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis (hd) clinic biomedical technician (bmt) reported by email that the heparin line became separated ten minutes after initiation of a patient¿s hd pre-treatment and caused a blood leak. Upon follow-up, the registered nurse (rn) confirmed the separation between the arterial line connection close to the heparin line. There were no machine alarms during the treatment. There was no visible damage identified. There were no leaks noted during the priming, and no irregularities were noted on the combi set. Per rn the technician immediately stopped treatment when the detachment was observed. The patient¿s estimated blood loss (ebl) was unknown. The rn stated the technician was able to clamp the tubing and stop the leaking very quickly after the separation. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment on the same machine following the event and after re-setting up supplies. The sample was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Additional information: g1 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A hemodialysis (hd) clinic biomedical technician (bmt) reported by email that the heparin line became separated ten minutes after initiation of a patient¿s hd pre-treatment and caused a blood leak. Upon follow-up, the registered nurse (rn) confirmed the separation between the arterial line connection close to the heparin line. There were no machine alarms during the treatment. There was no visible damage identified. There were no leaks noted during the priming, and no irregularities were noted on the combi set. Per rn the technician immediately stopped treatment when the detachment was observed. The patient¿s estimated blood loss (ebl) was unknown. The rn stated the technician was able to clamp the tubing and stop the leaking very quickly after the separation. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment on the same machine following the event and after re-setting up supplies. The sample was discarded and was no longer available to be returned for evaluation.